Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the aviva meter fell down stairs and now the display looks as if it were burned. No adverse event reported. Return of the suspect device was requested for evaluation.